Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient's legal representative stated pain, spotting, 1 cm erosion, discomfort, leakage, vaginal pain, palpable sling, sharp feeling in vagina, bleeding, erosion at distal urethra, questionable incontinence vs. Discharge.